Event description:
It was reported that a physician was attempting to deploy a 2.25mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in lad with 75% stenosis and little calcification. It was reported that the lesion was not pre-dilated. Greater force than usual was used to advance the device to the target lesion, however the stent was unable to pass the lesion and when the stent was removed from the patient, the stent struts were noted to be damaged. Another brand stent was then successfully used. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was stretched and moved distally covering distal marker band; multiple stent struts were raised, damaged and deformed.

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology). Failure to follow instructions (no pre-dilation of lesion). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology). User error contributed to event (no pre-dilation of lesion). (B)(4).